Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. (B)(4). Device not returned. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a mid ureteral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the attending doctor placed the sling arm on patient's right side while a fellow doctor assisted on inserting the sling arm on patient's left side. Reportedly, they did a cystoscopy to check for any perforations of the sling and they noticed that the mesh of the sling arm had perforated through the urethra on the patient's left side. Subsequently, a catheter was placed in the patient's urethra for a week. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.